Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as a large subdural hematoma. The lvad clinician confirmed that the patient had woken up with a ¿terrible¿ headache, with no report of a head injury. The inr goal was 2-3 and inr was therapeutic upon presentation. A head CT identified a large subdural hematoma with at least 1.4 to 1.5 cm of shift and neurology was consulted. The neurosurgery team discussed with the family that they could consider aggressive reversal and surgical intervention, but this would likely leave significant comorbidities and deficits which were not in keeping with the patient's previously stated wishes to the family. Based on the previous discussions regarding end of life care that the patient had with the spouse, it was determined that proceeding with comfort cares would be in keeping with the patient¿s wishes. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. The pump was not returned to the manufacturer for analysis. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.